Event description:
Instrumentation l4-s1, titanium. Pt complaint of leg pain 11/13/96 (surgery on 9/26/96) pain in left leg. Xray confirmed broken screw 7.0 x 35mm in s1 (rt). Pt then put in brace; fusion incomplete at that time.